Event description:
The foley catheter was inserted by the rn and there was no difficulty of insertion and with good return of urine. There was no urine output for the whole procedure and the dr. Was notified and ordered bladder scan. The tech did the bladder scan. A new foley catheter 12 french coude was inserter with no difficulty and with good return. Then we discovered the foley drainage bag has no opening from the tube to the bag. No harm to the patient per surgeon. The outlet where the tubing meets the urine meter was occluded and the pt's urine could not drain into the meter.